Manufacturer narrative:
Pr # (B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
It was reported to philips healthcare that the heartstart xl battery is shutting down the device unexpectedly after spending 90 mins. The battery was tested prior and after shutdown. There was no reported patient involvement and/or impact.